Event description:
This is a case that was reported on the (B)(6) 2010 to a baxter customer service representative from a home patient. It was reported that the minicap has fallen off during the day on a few occasions, thus leaving the catheter exposed to bacteria. The batch number is to be confirmed. Number of samples to be returned is to be confirmed. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint has not been confirmed based on evaluation of companion samples provided and review of the batch file. No root cause relating to the manufacturing process has been determined and no corrective actions have been identified. Baxter will continue to monitor similar reports to determine if further actions are required. Will this product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.